Event description:
It was reported when the patient arrived for the planned treatment, a clot was noticed in the PICC-line tube. In an attempt to aspirate it out, the syringe was also filled with air. After the clot was finally aspirated, an attempt was made to flush nacl into the PICC-line, then it was noticed that the PICC-line was leaking at the joint between the attachment (butterfly) and the hose. The patient's treatment was postponed. The patient is planned to receive a new PICC-line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.